Manufacturer narrative:
B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a farawave nav catheter was selected for use. During the case, air was apparent in flush line. The catheter was removed to de air and upon removal, a spline inversion was visible on the catheter. A new catheter was opened to complete procedure. No patient complications were reported and no air was seen in the patient. It was further reported that air bubbles were seen in the flush line of the sheath and catheter.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a farawave nav catheter was selected for use. During the case, air was apparent in flush line. The catheter was removed to de air and upon removal, a spline inversion was visible on the catheter. A new catheter was opened to complete procedure. No patient complications were reported and no air was seen in the patient.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.